Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The rn stated she was not in the room with the patient. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and that the machine was ending therapy. The tsr advised the rn that she would need to restart with new supplies. The rn stated she would call the peritoneal dialysis nurse for further assistance since she was unfamiliar with the machine. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
It was reported that patient underwent total knee arthroplasty in (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to development of anterior/posterior instability. The tibial bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).